Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switching (ams) episodes were noted due to noise on the atrial lead. The physician preferred not to perform intervention and will continue to monitor the patient. The patient was in stable condition.